Event description:
The patient reported that she lost programming in her leg about a week ago. The company representative (rep) reprogrammed the patient on the day of this report. No symptoms were reported. The indication for use included non-malignant pain.

Event description:
Additional information received from the patient reported that the circumstances that led to the lost programming in their leg were a change in device programming. It was stated the symptoms involved with the reported issue were that it was not helping with their leg pain as much as it had been. It was noted that the reported issue had been resolved, and it was working great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.